Manufacturer narrative:
Investigation results: visual evaluation of the returned product found no anomalies. Retroflex test was performed and found the device within manufacturing specifications. The complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the procedure. According to the complainant, when retracting the device, the knot hooks on the tip of the catheter. When force is applied, the snare loop suddenly retracts. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the procedure. According to the complainant, when retracting the device, the knot hooks on the tip of the catheter. When force is applied, the snare loop suddenly retracts. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.